Event description:
The patient has had five bladder infections since she was implanted and did not have any before implant. The first infection occurred approximately one month after implant. It has recurred every two to three weeks and the patient cannot be programmed until she has gone three months without infection. The patient was taking sanctura and cefalexin 500mg. The patient outcome is unknown. Further information is being requested from the hcp.